Manufacturer narrative:
End users wife reports she and husband are on vacation in (B)(6) and while visiting the (B)(6) national park, they were traveling down a trail when the unit allegedly lost traction and slid off the trail and over an embankment. Spouse described the trail being marked as ada compliant and was paved. Spouse described the area of event to have been on a decline of unknown angle of degree when the chair maneuvered into some loose sand on the pavement. Reports received are when the chair hit the loose sand; the client lost control and slid over the side of the trail, down a 30' drop. Reports indicate client having been strapped into the seating via his positioning belt. Wife reports local authorities were notified and client was airlifted to local medical center where he was assessed with a broken left scapula and contusion to his forehead. Unit was delivered to a local service provider for repair evaluation. Dealer and spouse report the unit to be operational with relatively minor physical damages sustained to the unit. No electrical or mechanical issues noted that would have contributed to this event. The DHR was reviewed and unit was built according to specification. Evaluated by service provider.

Event description:
Received report that while end user was traversing an ada nature trail in (B)(6), the chair slid in some loose sand and fell over a 30' embankment. Client was strapped into the seating and was reported to have been injured as a result.